Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels up to 244 (mg/dl). A correction bolus was delivered to address bg levels. During system check with tandem technical support, the pump time was noted to be inaccurate. The customer was able to correct the time on the pump successfully.